Event description:
It was reported that the ventilator did not ventilate while on patient. The patient saturation decreased to 45%. The patient was in coma a few days and then expired. According to the hospital, the reason for the death was patient's illness. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not ventilate while on patient and technical error codes indicating disabled valves, ventilation error and communication error were generated. The patient saturation decreased to 45%. The patient was in coma a few days and then expired. According to the hospital, the reason for the death was patient's illness. The service engineer replaced the breathing control printed circuit board (pcb) and returned it for investigation. The ventilator was returned to the customer and released for clinical use after passed functional tests. The evaluation of received device logs confirms a single occurrence of the reported technical error codes on (B)(6) 2022, the reported date of event, and stop of ventilation. The returned expiratory channel pcb was tested in the reference ventilator without any fault being detected. Three pre-use check passed and simulated use test ventilation ran for seven days without any deficiency noted. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in a software release (4.4). A field action to upgrade the software began in june 2022.

Event description:
Manufacturer's ref.#: (B)(4).